Event description:
It was reported that during an arthroscopic procedure the physician (B)(6) was utilizing a dyonics rf-s whirlwind 90 probe. After approximately 10 minutes of use a plastic piece on the distal end of the wand reportedly broke off. The piece was held onto the active element of the probe by the suction and then subsequently removed from the patient through the suction. The procedure was completed an no patient complications were reported as a result of this event.